Event description:
During a ptca/stent procedure, the stent delivery system (sds) became lodged in the pt's anatomy and was seperated, leaving a portion of the sds in the pt. It was reported that no guiding catheter was used to deliver the sds to the lesion area; only a sheath was used (contrary to IFU). No intervention was reported at the time if this report.